Manufacturer narrative:
The reported event of failure to capture could not be confirmed. Final analysis found the device was returned above elective replacement level. Electrical and mechanical analysis indicated normal functionality. Visual inspection found no anomaly on the header related to the field concern. Capture tests indicated normal results. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturing reference number: 2017865-2022-02556. It was reported that the pacemaker exhibited loss of capture. The patient expressed feeling discomfort. It was unclear whether the issue was due to the right atrial lead or pacemaker. No intervention was performed. There were no patient consequences.

Event description:
New information received indicates that the pacemaker was explanted and replaced. There were no patient consequences.